Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No changes or intervention was reported. There were no patient consequences.